Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and per the physician, the reported single leaflet device attachment was due to the large coaptation gaps and tethered septal leaflet (patient conditions). Image resolution poor was related to procedural conditions as difficulties visualizing the clip during the procedure was reported due to image quality and equipment. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative tricuspid regurgitation and a prolapsed anterior leaflet for a triclip procedure. There were difficulties visualizing the clip during the procedure due to image quality and equipment. Upon deployment of the first clip a single leaflet device attachment (slda) was observed. The clip was detached from the septal leaflet and remained attached to the anterior leaflet. A second clip was implanted anterior to the first clip. The final tr grade was 2. Per the physician, the slda was due to the large coaptation gaps and tethered septal leaflet.